Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the handpiece passed all functional tests. The device history record review showed no anomalies that could be associated with the complaint incident. The complaint evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. Device identifier: (B)(4). Product identifier: (B)(4). Linked to mfg report number: 3006697299-2019-00073, 3006697299-2019-00074.

Event description:
This is 1 of 3 reports. An account executive reported on behalf of customer that the c7036 cusa clarity 36khz handpiece aspirator was not working appropriately on (B)(6) 2019. The account tried both hand pieces and set the console again. The hand pieces were reassembled and the stylet was engaged in order to make sure that it was aligned and not clogged. The suction canister on the console was checked and changed; also, the contamination guard, tubing and foot pedal was checked. The console passed all the tests and the main screen could be accessed. The surgeon was very frustrated and he stopped using the device during the surgery. There was patient contact but without alleged injury. The surgery was delayed for 30 to 60 minutes due to the product problem. Additional information has been requested.